Manufacturer narrative:
(B)(4). The associated medwatch number is 1221934-2018-53297. (B)(4). The expiration date is currently unavailable.

Event description:
It was reported that during a cuff repair; the tip of two healix anchors broke upon insertion into the hole doctor had made with the sized awl. He said he tried to enter the anchor on the same angle as he made the hole but 2 anchors broke at the same point. In the end up-sized to the 5.5 healix knotless and successfully deployed and completed the repair. There was a 15 minute delay to the procedure. There were no adverse events to patient. The repair completed successfully, post surgery. Additional information: the breakage occurred in the hole made with the awl and the anchor was retrieved with grasper. No portion of the device remained in the patient. There were two orthocord sutures and there were 4 tails of the suture. The sutures were not tangled. The surgeon inserted the anchor at the same angle he awled. There was a good amount of tension applied on the sutures for sure, but not excessive. The length and the limbs of the suture is unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was received and inspected. This complaint can be confirmed. It was observed that the anchor was broken in two pieces at the distal tip. When observed under magnification, no structural anomalies were observed that could have contributed to this failure. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole therefore is a potential root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently unavailable.